Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the screen was found to be bent. No harm; no injury; no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Information for d10: 00770301500, z.s.g.m. Cutter 1.5:1, 64187483, 1513570, 00770302000, z.s.g.m. Cutter 2:1, 63985067, 1512771, 00770303000, z.s.g.m. Cutter 3:1, 64216174, 1513678, 00770304000, z.s.g.m. Cutter 4:1, 64187517, 1513628. Review of the initial inspection determined the device was not visibly damaged in any way. Per customer requests, the aged device was returned without repairs. Device is used for treatment. A definitive root cause cannot be determined as there was no visible damage to the device. The event cannot be confirmed.

Event description:
There is no additional information.